Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced brakes cannot be engaged or brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced brakes difficult to engage/disengage or steer difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The device that was originally unavailable was made available, and upon evaluation it was discovered to be experiencing brake/steer pedal inoperable, which is a non-reportable issue. The count of events has been corrected to reflect this.